Manufacturer narrative:
Date sent to the FDA: 06/16/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2019. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 during which the surgeon noted ¿multiple loops of small bowel adhesions to the mesh and an ulceration of the skin. The ulceration was reduced and excised. He took down the small bowel adhesions and dissected the mesh. Then, a small bowel resection was performed.¿ it was reported that the patent underwent revision surgery on (B)(6) 2020 during which it was noted ¿he found a bowel obstruction where the bowel was chronically adhered to the mesh. The bowel had become very inflamed due to exposure to the mesh. The bowel also was ischemic due to the extensive dissection required. Once the inflamed and ischemic bowel was resected, he replaced and relocated the end ileostomy.¿ it was reported that the patient experienced severe pain, nausea, inflammation, and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/17/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.